Event description:
It was reported that the patient received numerous inappropriate shocks due to noise and also presented with a hv lead impedance greater than the upper limit. Noise was reproduced with isometric testing. Lead fracture or crush on the proximal portion of the lead was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.